Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2014. -patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2016. -device explant due to dysphagia occurred without issue on (B)(6) 2017; a toupet fundoplication was performed at the time of explant.